Event description:
This device was returned with oos documentation from biotronik representative (B) (6). Per (B) (6), this lead became dislodged. The physician attempted to reposition the lead using a j form stylet. The lead backed out past the svc occlusion and could not be reintroduced. The physician removed the atrial lead and chose not to replace it.